Manufacturer narrative:
Batch review performed on 13 march 2018; lot 172153: (B)(4) items manufactured and released on 14 june 2017. Expiration date: 2022-05-28 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision fixed tibial insert sc size 2/23mm reference 02.07.0223scf (k103170): lot 145726: (B)(4) items manufactured and released on 27 october 2014. Expiration date: 2019-09-30 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event gmk-revision femur revision ps size2 l reference 02.07.2402l (k102437) lot 172147: (B)(4) items manufactured and released on 14 june 2017. Expiration date: 2022-05-23 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event

Event description:
On (B)(6) 2018 medacta has been informed by the sales agent that patient came in complaining of instability. Surgeon plans to remove implants and input another company's product. On (B)(6) 2018 we were informed that patient revision surgery has not been rescheduled yet, maybe it will be done in (B)(6) 2018.

Manufacturer narrative:
The surgeon revised the patient on april 10th using competitor implants and cemented stems. He removed medacta ps femur and tibia with stems.